Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma swelling, sticky suppuration of the stoma, stoma pain, stoma redness, and a hard stoma. The patient saw a general practioner who prescribed bactroban ointment for seven days. On (B)(6) 2018, the patient went to the emergency room and several tests were performed. On 10 aug 2018, additional information was received in which a stoma culture revealed a stoma infection and the patient was treated with antibiotic amoxicillin for 10 days. At the time of report, the stoma was recovering and still slightly red.